Manufacturer narrative:
Please note that the actual date of death was not provided in the literature article; this date is based on the date of article publication. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Coons, s., shi, j. Glioblastoma and neurodegenerative disease y a retrospective autopsy review. J neuropathol exp neurol. 2013; 72(6):560-561. Doi: 10.1097/nen.0b013e318299610e. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: in the authors¿ retrospective autopsy review they noted a patient who had deep brain stimulation (dbs) for parkinson's disease (pd) for over 20 years with glioblastoma centered on the dbs wire/track. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.